Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was confirmed postoperative.